Event description:
It was reported that the patient wanted to get stimulation going again in march. An overdischarge was suspected to have occurred at the time of a pocket revision in march due to the patient indicating that he could not communicate using this patient controller. The manufacturing representative (rep) was advised to stay with the patient while doing a physician mode recharge (pmr) and recharging would take 2-3 hours. It was noted that the patient and the rep were going to reschedule in 3 days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s generator was operating the appropriate manner and the patient was receiving stimulation.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n312343, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012-05, product type lead. (B)(4).